Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/22/2019. Device evaluation summary: it was reported that a 34-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis and experienced spontaneous right sided rupture post procedure. During evaluation of the sample a crease was observed on the posterior aspect of the implant. Leak testing was performed according with mentor procedures and it revealed a tear within the crease measuring approximately 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis and experienced spontaneous right sided rupture post procedure. The prosthesis became smaller and flatter. As a result, the device was explanted on (B)(6) 2019.